Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue; however, during an evaluation of the electronic keylog record, the reported issue was verified to have occurred. As a precaution, the small keypad assembly was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off when the 12 lead button was pressed. There was patient use associated with this event however, the patient outcome and patient information is not known.  The customer was also unable to provide any additional event information. Multiple attempts have been made to obtain this information from the customer.